Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's girlfriend reported via phone call on (B)(6) 2018 that the patient has issues with the infusion set. The cannula was caught on the tape and not inserted into the skin which cause a high blood glucose level of 600 mg/dl and they treated with a manual injection insulin pen. Blood glucose at the time of the call was 497 mg/dl. Customer declined to troubleshoot.